Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing after the typical amount of insulin had been used. Ultimately, drips were observed. Customer's blood glucose level was 152 mg/dl.